Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed high, out of range pace impedance measurements. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Event description:
Subsequent information indicates that the lead displayed some non-physiologic noise as well as an increase in thresholds. A lead fracture was suspected but not confirmed. The patient was seen for a revision procedure where the pace/sense portion of the lead was surgically abandoned and replaced. The remainder of the system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.